Manufacturer narrative:
No button error alarm noted. Up arrow button did not respond due to corroded keypad trace. No moisture damage on electronics and motor noted. Pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip.

Event description:
The customer reported via phone call that they received a button error alarm that could not be cleared. The customer's blood glucose was 176 mg/dl. The customer reported the insulin pump was exposed to sweat. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.